Event description:
Per the audiologist's report, this pt experienced a decrease in performance with his cochlear implant. Testing suggested that several electrodes were open circuited. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006, and reimplanted the pt with a new one.